Manufacturer narrative:
Sensory medical advised to only use the outer door zipper of the current canopy and is providing a replacement canopy. A return of the canopy used during this event was requested for further investigation but has not been received as of this report. The cubby bed user manual makes multiple statements regarding care and maintenance: on page 3 under care and maintenance: use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days on page 3 under care and maintenance: if any damage is present, immediately discontinue use and contact cubby for repair or replacement. On page 3 under warning: check this product for damaged hardware, loose joints, loose bolts or other fasteners, missing parts or sharp edges before and after assembly and frequently during use. Securely tighten loose bolts and other fasteners. On page 3 under warning - electronic accessories: camera can detect motion but is not a seizure detecter. On page 22 includes a monthly maintenance checklist, one check is: "each zipper on the canopy is functional and seams of zippers are intact" on page 22 "discontinue use and contact us immediately if anything is damaged or missing." Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary.

Event description:
Per the parent, her child fell out of the bed, bumped his head, and had a seizure. She stated he has epilepsy and the bump to the head likely caused the seizure. She stated he likes to lean against the doors and she thinks the interior mesh door zipper possibly popped (separated) by this pressure on the day of the event. A picture was provided which shows the mesh door zipper slider connected to the mesh door side teeth but not the canopy side teeth. Per parent, she took her son to the emergency room as a result of the seizure. The medical take home documentation she received was provided to cubby beds. The report states the child was treated for a breakthrough seizure with topiramate (25 mg/ml) oral solution 50 mg and discharged with instructions. This event occurred in (B)(6) 2025 but was not reported to sensory medical until (B)(6) 2025. The family continued to use the bed with the outer door. The complainant stated they received the bed around december of 2021.